Event description:
Additional information received indicated the leads were dislodged due to twiddler's syndrome.

Manufacturer narrative:
The reported events were twiddler¿s syndrome, lead dislodgement, loss of capture and threshold anomaly. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported events of loss capture and threshold anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
Additional information received indicated the leads were torn off due to twiddler's syndrome. Further information was requested but not yet available.

Event description:
The patient was hospitalized due to dizziness and syncope. The patient presented with an increased capture threshold resulting in a loss of capture on the right ventricular (rv) and right atrial (ra) leads. The event was resolved by explanting and replacing the rv and ra leads. The patient experienced no consequences. Related to manufacturer report number: 2017865-2019-17587.